Manufacturer narrative:
This report is associated with argus (B)(4), biotene mouth spray. Product complaint investigation report: without the returned product or a valid lot number no investigation can take place.

Event description:
Choking [choking], it burned my tongue [burning tongue], it burned all the way down my throat/ felt a burning sensation in throat [throat burning sensation of], it closed my throat up [throat constriction], I stopped breathing/ breathing labored/ difficulty breathing/ breathing problem/ dyspnea [difficulty breathing], gagging [gagging], funny feeling in throat [pharynx strange sensation of], emergency room [emergency care examination], pain in my stomach [stomach pain], coughing [cough], expiratory wheezes [wheezing expiratory], stridor on inspiration [stridor inspiratory], airway-partially obstructed-secretions [airways obstruction], bronchospasm [bronchospasm], allergic reaction [allergic reaction]. Case description: this case was reported by a consumer and described the occurrence of burning tongue in a (B)(6) female patient who received glycerin (biotene mouth spray (savannah)) oromucosal spray (batch number us091, expiry date 31st august 2018) for dry mouth. This case was associated with a product complaint. On an unknown date, the patient started biotene mouth spray (savannah). On (B)(6) 2017, an unknown time after starting biotene mouth spray (savannah), the patient experienced burning tongue, throat burning sensation of, throat constriction, difficulty breathing, gagging, pharynx strange sensation of and stomach pain. On an unknown date, the patient experienced emergency care examination and product complaint. Biotene mouth spray (savannah) was discontinued (dechallenge was positive). On an unknown date, the outcome of the burning tongue, throat burning sensation of, throat constriction, difficulty breathing, gagging, pharynx strange sensation of and emergency care examination were recovered/resolved and the outcome of the stomach pain was not recovered/not resolved and the outcome of the product complaint was unknown. The reporter considered the burning tongue, throat burning sensation of and throat constriction to be related to biotene mouth spray (savannah). It was unknown if the reporter considered the difficulty breathing, gagging, pharynx strange sensation of, emergency care examination and stomach pain to be related to biotene mouth spray (savannah). Additional details, this adverse event information was received on 17 may 2017. The patient reported, "I took vicodin and other medications. And monday night I took a drink of water, spray the spray onto my tongue and all of the sudden it burned my tongue. It tasted like turpentine and I swallowed it and it burned all the way down my throat. And I stopped breathing, and I called the ambulance and we determined there nothing else but the biotene. Had this been recalled. I stopped taking the product, I went to the emergency room. Something allergic in it but I had been taking it for years so it could not be it. And it closed my throat up and I stopped like I was going to gagged about five times. I had pain in my stomach from gagging. My symptoms had improved I did not have the funny feeling in my throat anymore, but my stomach still hurts, and I was no longer gagging. I saw a doctor, and the ambulance did everything. They gave me a shot for breathing, took my sugar, did some breathing exercises and oxygen. And then they kept me for an hour." For biotene mouth spray (savannah) the lot number was updated to unk from us091. As per quality assurance, the us091 was not a valid lot number. The follow up information was received on 12 june 2017 via quality assurance (qa) department for (B)(4) for lot number unk. The complaint sample was not returned. The lot number provided for this complaint was not valid. Without the returned product or a valid lot number no investigation could take place. Concerned would be re-opened and evaluated if the complaint sample was received. Concerned could be closed. Follow up information was received on 20 june 2017 via returned consumer authorization form. The consumer provided the details of physician for further follow up. The consumer reported expiry date as august 2018 (already added in initial report). The patient care report stated, patient chief complaint breathing problem (primary) and other associated symptom was choking. Assessment stated, airway - partially obstructed - secretions and breathing - labored. The primary impression was dyspnea and secondary impression was choking. Treatment included cardiac monitor, duoneb, diphenhydramine and IV access. The patient care report narrative stated, c/o difficult breathing s/p taking an oral medication for a dry mouth. She stated that she felt a burning sensation in her throat (already added event of throat burning sensation of in initial report) and coughing. Upon arrival she was alert and oriented, expiratory wheezed and stridor on inspiration. She was given a duoneb treatment and im benadryl. She was placed on cardiac monitor and then transported to hospital. She said she felt better from the treatment and her lungs sound were clear. Upon arrival her care was transferred to the emergency department, nursing staff. The patient's past medical history included pain of lower extremities and hypertension. Previously administered products included gabapentin and percocet. Concurrent medical conditions included drug allergy (nsaids). The patient was treated with diphenhydramine , duoneb, IV access, im benadryl and cardiac monitor. The adverse events added were choking (serious criteria gsk medically significant), cough, wheezing expiratory, stridor inspiratory airways obstruction, bronchospasm and allergic reaction. The onset date for events choking, cough, wheezing expiratory, stridor inspiratory and airways obstruction was (B)(6) 2017. The onset date for events bronchospasm and allergic reaction was unknown. On an unknown date, the outcome of the choking, cough, wheezing expiratory, stridor inspiratory, airways obstruction, bronchospasm and allergic reaction were unknown. It was unknown if the reporter considered the choking, cough, wheezing expiratory, stridor inspiratory, airways obstruction, bronchospasm and allergic reaction to be related to biotene mouth spray (savannah).

Event description:
Case description: this case was reported by a consumer and described the occurrence of burning tongue in a (B)(6) year-old female patient who received glycerin (biotene mouth spray (savannah)) oromucosal spray (batch number us091, expiry date 31st august 2018) for dry mouth. This case was associated with a product complaint. On an unknown date, the patient started biotene mouth spray (savannah). On (B)(6) 2017, an unknown time after starting biotene mouth spray (savannah), the patient experienced burning tongue, throat burning sensation of, throat constriction, difficulty breathing, gagging, pharynx strange sensation of and stomach pain. On an unknown date, the patient experienced emergency care examination and product complaint. Biotene mouth spray (savannah) was discontinued (dechallenge was positive). On an unknown date, the outcome of the burning tongue, throat burning sensation of, throat constriction, difficulty breathing, gagging, pharynx strange sensation of and emergency care examination were recovered/resolved and the outcome of the stomach pain was not recovered/not resolved and the outcome of the product complaint was unknown. The reporter considered the burning tongue, throat burning sensation of and throat constriction to be related to biotene mouth spray (savannah). It was unknown if the reporter considered the difficulty breathing, gagging, pharynx strange sensation of, emergency care examination and stomach pain to be related to biotene mouth spray (savannah). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, this adverse event information was received on (B)(6) 2017. The patient reported, "I took vicotin and other medications. And monday night I took a drink of water, spray the spray onto my tongue and all of the sudden it burned my tongue. It tasted like turpentine and I swallowed it and it burned all the way down my throat. And I stopped breathing, and I called the ambulance and we determined there nothing else but the biotene. Had this been recalled. I stopped taking the product, I went to the emergency room. Something allergic in it but I had been taking it for years so it could not be it. And it closed my throat up and I stopped like I was going to gagged about five times. I had pain in my stomach from gagging. My symptoms had improved I did not have the funny feeling in my throat anymore, but my stomach still hurts, and I was no longer gagging. I saw a doctor, and the ambulance did everything. They gave me a shot for breathing, took my sugar, did some breathing exercises and oxygen. And then they kept me for an hour." For biotene mouth spray (savannah) the lot number was updated to unk from us091. As per quality assurance, the us091 was not a valid lot number. The follow up information was received on 12 june 2017 via quality assurance (qa) department for product complaint number (B)(4) for lot number unk. The complaint sample was not returned. The lot number provided for this complaint was not valid. Without the returned product or a valid lot number no investigation could take place. Concerned would be re-opened and evaluated if the complaint sample was received. Concerned could be closed. Follow up information was received on 20 june 2017 via returned consumer authorization form. The consumer provided the details of physician for further follow up. The consumer reported expiry date as august 2018 (already added in initial report). The patient care report stated, patient chief complaint breathing problem (primary) and other associated symptom was choking. Assessment stated, airway - partially obstructed - secretions and breathing - labored. The primary impression was dyspnea and secondary impression was choking. Treatment included cardiac monitor, duoneb, diphenhydramine and IV access. The patient care report narrative stated, c/o difficult breathing s/p taking an oral medication for a dry mouth. She stated that she felt a burning sensation in her throat (already added event of throat burning sensation of in initial report) and coughing. Upon arrival she was alert and oriented, expiratory wheezed and stridor on inspiration. She was given a duoneb treatment and im benadryl. She was placed on cardiac monitor and then transported to hospital. She said she felt better from the treatment and her lungs sound were clear. Upon arrival her care was transferred to the emergency department, nursing staff. The patient's past medical history included pain of lower extremities and hypertension. Previously administered products included gabapentin and percocet. Concurrent medical conditions included drug allergy (nsaids). The patient was treated with diphenhydramine , duoneb, IV access, im benadryl and cardiac monitor. The adverse events added were choking (serious criteria gsk medically significant), cough, wheezing expiratory, stridor inspiratory airways obstruction, bronchospasm and allergic reaction. The onset date for events choking, cough, wheezing expiratory, stridor inspiratory and airways obstruction was (B)(6) 2017. The onset date for events bronchospasm and allergic reaction was unknown. On an unknown date, the outcome of the choking, cough, wheezing expiratory, stridor inspiratory, airways obstruction, bronchospasm and allergic reaction were unknown. It was unknown if the reporter considered the choking, cough, wheezing expiratory, stridor inspiratory, airways obstruction, bronchospasm and allergic reaction to be related to biotene mouth spray (savannah). Follow up information was received on 04 august 2017 via adverse event reporting (aer) form by physician. The physician medically confirmed the previously reported adverse event information.